Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low batt alarm noted during testing. No unexpected low battery alarm noted in the formatted history file. Unit had unexpected replace battery alert, replace battery now alarm and power error 25 confirmed in the formatted history file. Detail trace analysis confirmed the pump alarmed unexpected replace battery alert, replace battery now alarm and then power error was triggered due to connector resistance issue j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit had minor scratched display window, damage (scratched) display window cover, scratched case, pillowing keypad overlay, scratched keypad overlay, stained keypad overlay and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they are receiving a replace battery now alarm. The pump is giving a low battery warning and then replace battery now alarms. This is a recurring issue even through the battery cap has been replaced. Pump is being returned for analysis.